Event description:
The customer reported an autotest failure, the leads ECG cable was not recognized. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.